Event description:
The hcp reported that the pump was explanted prematurely after 27 months as "it was not infusing properly". The patient was experiencing increased spasticity. The dose of baclofen was increased. A catheter study was performed - "contrast was good". The pump was refilled and reprogrammed. The patient returned 2 weeks later and "a large volume of drug was left in pump" - 17 ccs were aspirated. The pump was explanted. A follow-up report will be sent if additional information becomes available.